Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image capture flooding, cable flooding (internal), cable torsion/looseness, scope mount deposits, main body deposits. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had no image. The issue was found during therapeutic trc procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1- facility name- (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no image. The issue was found during therapeutic trc procedure. The procedure was completed using a similar device. There were no reports of patient harm.